Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue. The device was scrapped per manufacturer protocol.